Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were having trouble with co2 getting through the vasoview hemopro 2 port (no flow through tunnel at the btt port). They applied a stopcock between the 2 connection sites which seemed to help. Also, a new kit was opened to complete the case. There was a procedural delay. There was no patient harm reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. A lot history record review was completed for lots 3000482304, 3000477311, and 3000477434 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.